Event description:
During using of the stopcock under the drip chamber, the stopcock got detached from the drip chamber. Leak of cfs out of the collection bag. Infection risk for the patient and risk for the nurse. The device will be sent for evaluation. No lot number. Incident not yet reported to the (B)(4) by the hospital.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. (B)(4). Complaint sample not returned

Manufacturer narrative:
The eds iii was visually inspected the drip chamber stop cock was still attached to the drip chamber. Biological debris was noted on the inside and outside of the drip chamber stop cock. The drip chamber stop cock was cleaned of the biological debris. The eds iii was leak tested, no leaks were noted. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records for the eds iii was not possible as the lot number was unknown. No root cause could be determined at the drip chamber stop cock was still attached to the drip chamber and no leaks were noted. No root cause was determined for the collection bag as the collection bag was not returned. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.